Event description:
The hcp reported that at catheter revision the pt was erroneously given a 520 microgram bolus in excess of the written prescription. The error ocurred when they added in the length of the internal tubing of the pump subsequent to programming the pump. The pump was stopped 1.5 hrs post programming, when the error was discovered. The pt is being closely monitored.